Event description:
It was reported by a retailer on (B)(6) 2023 that a customer noticed a small wax-type foreign matter on the surface of one company's known dressing out of ten. The customer returned the affected product. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
(B)(6). H6: imdrf health impact code has been selected as f27 since the event occurred prior to use on patient. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Batch record review: the lot 2b01486 was manufactured on 15 feb 2022, in bodolay manufacturing line, with a total of (B)(4) market units, complaint investigator performed a batch record review on 28 july 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704768 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Investigation summary: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: ¿ dirty carts to transport materials. ¿ dirty trays. Method: ¿ mixers with residues from previous mixtures. Manpower: ¿ inadequate transfer of materials. Manpower: ¿ inadequate electrocuting lamp maintenance. A corrective/preventive actions (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.